Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022. The patient was re-implanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced a magnet dislodgement subsequent to sustaining a head trauma (specific date not reported). The implanted device remains. Surgery to replace the magnet is planned but had not taken place at the time of this report.